Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a pvc ablation procedure, a cardiac perforation occurred. While ablation in the right ventricle with a tacticath quartz ablation catheter, a steam pop occurred and the patient became hypotensive. It was noted, via fluoroscopy, cardiac motion was reduced and a transthoracic echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed and the patient was transferred for surgical repair of a cardiac perforation on the antero-septal wall of the right ventricle. The patient recovered and has since discharged from the hospital. There were no performance issues with any sjm device.